Manufacturer narrative:
Per the tandem user guide, ¿blood glucose values used for calibration must be between 40 to 400 mg/dl and must have been taken within the past 5 minutes. ¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was below 40 mg/dl, and the meter bg reading was 550 mg/dl. Reportedly, a second cgm bg reading was 50 mg/dl, and the meter bg reading was 630 mg/dl. Reportedly, the customer did not enter a calibration within 5 minutes of testing bg. No additional patient or event information was available. A replacement sensor was sent to the customer.

Manufacturer narrative:
B5: a correction bolus via the pump was delivered to address bg.